Event description:
It was reported that the customer experienced multiple occlusion alarms, causing their blood glucose level to rise to nearly 500 mg/dl. The customer took corrective actions by changing both the infusion set and cartridge, which helped to resume insulin delivery. Further assistance was provided through escalated troubleshooting, and a plan was developed to reduce future occlusion alarms by rotating infusion sites and adjusting pump settings.